Event description:
During a breast reconstruction, a patient suffered two minor burns from the cautery tip. No medical or surgical intervention was necessary.

Manufacturer narrative:
During a breast reconstruction, the patient suffered two minor burns from the cautery tip. The burn did not require any medical or surgical intervention. The sample was returned and evaluated. A small hole in the insulation was found. The tip is manufactured by bovie medical. The sample will be forwarded to them for further review and investigation. As the MFR of the device, they will make the determination if any corrective action is needed. We have had no other similar incidents reported to use for this device.